Event description:
During an inspection in logistic in department, a staff has detected that the product (avs tl spacer inserter angled) was broken, the handle did not work.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.